Manufacturer narrative:
H3/h6: the camera (lot number: p900911) was returned and analyzed. The returned camera had scratches on the housing. A check of the event log showed intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. The camera passed an accuracy test. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Brand name ; product ID: 9735821; product type: 2543-mnav - system. H3: the system was serviced in the field, and the camera was replaced. Codes b01, c07, d02 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that pre-op this system's positioning sensor unit (psu) had an amber light bump status indicator. A technical services (ts) agent led the medtronic representative (rep) through bump status troubleshooting and concluded that this was a false bump status. The procedure was aborted. The event caused a surgical delay of less than one hour. There was no impact on patient outcome. Troubleshooting information was provided. Network device interface (ndi) tool box bump statuses: psu bump status battery fault; psu bump status, accuracy assessment recommended; psu internal storage temperature exceeded. This combination of status messages indicated a false bump status. Additional information was later received. The rep called to report that they were already performing one portion of the procedure and when they flipped the patient to navigate posteriorly the system was turned on and that was when the bump status was discovered. No images were taken. No surgery posteriorly was performed.